Event description:
Customer reported she gets air bubbles in the reservoirs all the time, it happens at multiple times per week. Customer stated when she puts the reservoir in the device she makes sure there are no air bubbles and in the next several days at least a two inch air bubble in my tubing. Customer checks every morning for air bubbles and primes them out. Customer stated her blood glucose was 325 mg/dl on (B)(6) 2015. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.